Event description:
It was reported to manufacturer, by facility, while actively transporting a patient, from her bed to the recliner and while patient was in a suspended position the shaft that connects the cradle/scale to the boom cracked in half. [The break occurring just above the surface of the scale]. Patient was assisted to the floor as the staff was behind her and guided her as she landed on the floor on the floor. She sustanined only a bruise to her right a reference number has been issued to return the cradle and scale to manufacturer for evaluation. In addition the manufacturer of scale has been notified. This is being reported under malfunction, which could have resulted in serious injury or death.